Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additionally, fields h3 and h6 were updated, and corrections were made to the following fields due to inadvertent errors in the initial report: d5 (operator of device), e1 (establishment name), g2 (report source) health professional removed. A review of the device history record found no deviations that could have caused or contributed to the reported malfunction. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, root cause could not be established for the water invasion identified during the device inspection that likely resulted in the electrical continuity error and no image/b30 error displayed. The event can be prevented/detected by following the instructions included in: instruction manual evis eus ultrasound bronchofibervideoscope olympus bf-uc290f important information ¿ please read before use warnings and cautions ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope didn't show any image, and it displayed error code scope communication error (b30). There were no reports of patient involvement.